Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Local incidents were reported regarding a possible software malfunction with the multi-filtration pro machine. There were loud continuous alarms reported, along with spontaneous restarts and touchscreen failures which occurred separately on two occasions during treatment. A service repair visit was carried out after the initial incident, concluding no fault found. The device was put back into service. Following the second incident, the device was put into quarantine and is reportedly awaiting investigation outcome. The technician documented their reason for the service repair visit was the result of the machine shutting down during treatment and making a loud ¿bang¿. The technician encountered a blood leak error during the evaluation. They performed an internal inspection of the machine to check for electrical damage; no damage was found. During their functional checks, the machine gave a blood leak error. The blood leak detector was calibrated, and the function check was completed. During the manufacturing facility¿s evaluation, it was documented that the event(s) resulted in ¿blood loss into the environment¿. No further clarification was provided on this coding decision. Multiple attempts were made to obtain additional information and gain further clarity on the event(s), and thus far no further details have been provided.

Manufacturer narrative:
Additional information: g1 plant investigation: no hardware component is associated with this complaint. Therefore, no hardware / sample investigation was performed. The reported error occurred during treatment and was confirmed in the machine file analysis. A review of the complaint history revealed that the reported failure type represents a known event. A 100% final testing of each machine ensures that devices are delivered according to specification. The procedure in such a situation is described in the instructions for use (IFU). Based on the complaint description and the result of the evaluated data, a review of the service manual was not necessary. The device reacted according to its specification; a system error with an acoustical alarm was triggered. No further assessment details have been provided.

Event description:
Local incidents were reported regarding a possible software malfunction with the multifiltration pro machine. There were loud continuous alarms reported, along with spontaneous restarts and touchscreen failures which occurred separately on two occasions during treatment. A service repair visit was carried out after the initial incident, concluding no fault found. The device was put back into service. Following the second incident, the device was put into quarantine and is reportedly awaiting investigation outcome. The technician documented their reason for the service repair visit was the result of the machine shutting down during treatment and making a loud ¿bang¿. The technician encountered a blood leak error during the evaluation. They performed an internal inspection of the machine to check for electrical damage; no damage was found. During their functional checks, the machine gave a blood leak error. The blood leak detector was calibrated, and the function check was completed. During the manufacturing facility¿s evaluation, it was documented that the event(s) resulted in ¿blood loss into the environment¿. No further clarification was provided on this coding decision. Multiple attempts were made to obtain additional information and gain further clarity on the event(s), and thus far no further details have been provided.

Manufacturer narrative:
Correction: h6 (findings and conclusion codes)

Event description:
Local incidents were reported regarding a possible software malfunction with the ultrafiltration pro machine. There were loud continuous alarms reported, along with spontaneous restarts and touchscreen failures which occurred separately on two occasions during treatment. A service repair visit was carried out after the initial incident, concluding no fault found. The device was put back into service. Following the second incident, the device was put into quarantine and is reportedly awaiting investigation outcome. The technician documented their reason for the service repair visit was the result of the machine shutting down during treatment and making a loud ¿bang¿. The technician encountered a blood leak error during the evaluation. They performed an internal inspection of the machine to check for electrical damage; no damage was found. During their functional checks, the machine gave a blood leak error. The blood leak detector was calibrated, and the function check was completed. During the manufacturing facility¿s evaluation, it was documented that the event(s) resulted in ¿blood loss into the environment¿. No further clarification was provided on this coding decision. Multiple attempts were made to obtain additional information and gain further clarity on the event(s), and thus far no further details have been provided.